Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the pump was in good condition with no appearance of any physical damaged. The device event history log review found pump motor drive phase b post and battery depleted error. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was the customer failed to change the battery. Replaced battery for preventive due to battery was over 5 years old and upgraded. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a motor drive phase b post. No patient injury was reported.